Manufacturer narrative:
Bayer case number: (B)(4). 15 20-day bleeding cycles in my period [prolonged periods]. Intense abdominal pain [abdominal pain]. Back pain [back pain]. Two fibroids [uterine fibroids]. Cyclical migraines [migraine]. Weight gain [weight gain]. Depression [depression]. Case narrative: the below report was received by health authority maude (reference number: mw5185624) on 16-apr-2026. The most recent information was received on 08-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("15 20-day bleeding cycles in my period") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. In 2015, the patient had essure inserted. In (B)(6) 2016 she experienced abdominal pain ("intense abdominal pain"), back pain ("back pain"), migraine ("cyclical migraines") and depression ("depression") and was found to have uterine leiomyoma ("two fibroids") and weight increased ("weight gain"). On (B)(6) 2022, she experienced heavy menstrual bleeding (seriousness criteria disability and medically important). The patient was treated with surgery (hysterectomy scheduled on (B)(6) 2026 ). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, abdominal pain, uterine leiomyoma, back pain, migraine, weight increased or depression. The reporter commented: the essure device was implanted in summer of 2015 after the birth of our last child. Since that time, I have experienced 15 and 20-day bleeding cycles in my period, intense abdominal and back pain, developed at least two fibroids, as well as cyclical migraines, weight gain and depression. I am currently waiting to be scheduled for a full hysterectomy by a new doctor, with the diagnosis that all the issues listed were sparked by the essure device. I have years of paperwork to back the claim, as well as pictures of proof that the device was implanted and shown to be in place. I have documentation from at least 8 doctors across the past ten years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-may-2026: in response to requested follow up information patient provided event onset date. Essure removal surgery details and accordingly annex f codes were updated. Reporter causality comment updated. Additional reporter updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number:(B)(4) 15 20-day bleeding cycles in my period [prolonged periods], intense abdominal pain [abdominal pain] , back pain [back pain] , two fibroids [uterine fibroids] , cyclical migraines [migraine] , weight gain [weight gain] , depression [depression] . Case narrative: the below report was received by health authority maude (reference number: mw5185624) on 16-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("15 20-day bleeding cycles in my period") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. In 2015, the patient had essure inserted. On (B)(6) 2022 she experienced heavy menstrual bleeding (seriousness criteria disability and medically important). On unknown date she experienced abdominal pain ("intense abdominal pain"), back pain ("back pain"), migraine ("cyclical migraines") and depression ("depression") and was found to have uterine leiomyoma ("two fibroids") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, abdominal pain, uterine leiomyoma, back pain, migraine, weight increased or depression. The reporter commented: the essure device was implanted in summer of 2015 after the birth of our last child. Since that time, I have experienced 15 & 20-day bleeding cycles in my period, intense abdominal and back pain, developed at least two fibroids, as well as cyclical migraines, weight gain and depression. I am currently waiting to be scheduled for a full hysterectomy by a new doctor, with the diagnosis that all the issues listed were sparked by the essure device. I have years of paperwork to back the claim, as well as pictures of proof that the device was implanted and shown to be in place. The most recent follow-up information incorporated above includes data received on: 17-apr-2026: no new information updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) 15 20-day bleeding cycles in my period [prolonged periods] , intense abdominal pain [abdominal pain] , back pain [back pain] , two fibroids [uterine fibroids] , cyclical migraines [migraine] , weight gain [weight gain] , depression [depression] . Case narrative: the below report was received by health authority maude (reference number: mw5185624) on 16-apr-2026. The most recent information was received on 27-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("15 20-day bleeding cycles in my period") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. In 2015, the patient had essure inserted. On (B)(6) 2022 she experienced heavy menstrual bleeding (seriousness criteria disability and medically important). On unknown date she experienced abdominal pain ("intense abdominal pain"), back pain ("back pain"), migraine ("cyclical migraines") and depression ("depression") and was found to have uterine leiomyoma ("two fibroids") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, abdominal pain, uterine leiomyoma, back pain, migraine, weight increased or depression. The reporter commented: the essure device was implanted in summer of 2015 after the birth of our last child. Since that time, I have experienced 15 & 20-day bleeding cycles in my period, intense abdominal and back pain, developed at least two fibroids, as well as cyclical migraines, weight gain and depression. I am currently waiting to be scheduled for a full hysterectomy by a new doctor, with the diagnosis that all the issues listed were sparked by the essure device. I have years of paperwork to back the claim, as well as pictures of proof that the device was implanted and shown to be in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.